Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat mitral regurgitation (mr) with a grade of 4. An xtw clip was implanted successfully. All parties agreed the clip had a great grasp and the mr was reduced to 1. The next day, it was noted that the clip had detached from the anterior leaflet (single leaflet device attachment (slda)). On (B)(6) 2022 an additional mitraclip procedure was performed and an additional clip was successfully implanted. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat mitral regurgitation (mr) with a grade of 4. An xtw clip was implanted successfully. All parties agreed the clip had a great grasp and the mr was reduced to 1. The next day, it was noted that the clip had detached from the anterior leaflet (single leaflet device attachment (slda)) and mr returned to severe. On (B)(6) 2022 an additional mitraclip procedure was performed and an additional clip was successfully implanted, reducing the mr to mild. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr returning to grade 4 after slda, was due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.